Event description:
It was reported to intuvie that, during service testing, the ground resistance test could not be completed due to a partially burnt grounding wire connected to the power filter. No patient involvement was reported.

Manufacturer narrative:
It was reported to intuvie that, during service testing, the ground resistance test could not be completed due to a partially burnt grounding wire connected to the power filter. Further investigation revealed that the pump had an old-style power supply assembly that was installed and wired correctly. Gross visual examination identified burn marks on the ground wire of the power filter module. Microscopic inspection revealed thermal damage not only on the ground wire of the power filter module, but also on the wires feeding the ultrasonic printed circuit board assembly (pcba). Additionally, heat shrink tubing was observed on the speaker wire, suggesting prior soldering work had been performed on the pump. All functional tests were performed and indicated no safety or performance issues resulting from the burnt wires. The ground resistance test measured 0.073 ohm and current leakage was 38.0 microamp, both within normal limits. The reported failure mode was confirmed. The probable cause was determined to be mechanical damage during assembly and/or a soldering artifact. The pump will remain out of service, and a new pump has been issued to the end user. Reference to complaint (B)(4).